Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Customer stated the insulin squirted out during manual prime process. Troubleshooting was done. Customer stated the drive support cap was not level with the top layer of the insulin pump area. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. The customer mentioned she reverted to her back up even though her insulin was expired. Advised the customer she should not use expired insulin. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.